Manufacturer narrative:
Correction: 1950204-2017-00404 was initially submitted as 1950204-2014-00404 in error. 1950204-2017-00404 is being resubmitted as a correction and in response to an FDA request regarding missing initial medwatch reports.

Event description:
A customer in (B)(6) notified biomérieux of a false susceptible result for cefoxitin on a (B)(6) strain with a vitek®2 ast-p648 test kit (lot 7480236203). The customer reported that during a screening for (B)(6), from two (2) different os (B)(6) patient samples (nasal and perianal / perineum sample), that are described as oxacillin susceptible and cefoxitin resistant, had false susceptible results for cefoxitin . The customer repeated the tests with other methods (cefoxitin tests, pbp2 tests and chromogenic method) and obtained cefoxitin resistant as expected. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.